Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery longevity of this implantable pacemaker device is 2 years. There was also reported an increase in lead pacing thresholds that could affect the longevity. No data analysis from the device was reported to have been performed by technical services (ts). The physician plans to replace the device. At this time the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery longevity of this implantable pacemaker device is 2 years. There was also reported an increase in lead pacing thresholds that could affect the longevity. No data analysis from the device was reported to have been performed by technical services (ts). The physician plans to replace the device. At this time the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.